Event description:
It was reported that a horse was implanted with 4.5mm cortex screws on an unknown date. Patient returned to operating room on (B)(6) 2012 for removal of hardware. Screw head broke during removal. Surgeon had to drill around the bone in order to remove the screws. All hardware removed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: original awareness date is 03/16/2012.

Event description:
This report is for (B)(6).